Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Battery contact was cleaned with alcohol wipes and battery was replaced but the display did not return. Blood glucose level at the time of the incident was 6 mmol/l. It was advised that the insulin pump would be replaced and to revert to a backup plan. The device will be returned for analysis.